Manufacturer narrative:
(B)(6). This report is for two unknown locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two screws broke during a hardware removal procedure on (B)(6) 2016. Explanted hardware included: one plate and a total of eight screws; all intact initially. Two 2.7mm va locking screws broke during the procedure as they were being explanted. They broke at the head, leaving approximately two to three (2-3) centimeters of shaft remaining in the bone. Hollow reamers and extraction bolts from the broken screw removal set were used to retrieve the remaining portion of the screw shafts. Demineralized bone matrix was used to fill the spaces left in the distal tibia. No broken screw fragments remained. There was a twenty to thirty (20-30) minute surgical delay. The procedure was completed without further incident and no harm to the patient; the patient status was reported as stable. Concomitant devices reported: 2.7/3.5mm variable angle locking compression (va-lcp) medial distal tibia plate (part 02.118.003, lot unknown, quantity 1); 2.7mm va locking screws (part unknown, lot unknown, quantity 1); 2.7mm metaphyseal screw (part unknown, lot unknown, quantity 1); 3.5mm low profile cortex screw (part unknown, lot unknown, quantity 1); 3.5mm va locking screws (part unknown, lot unknown, quantity 3). This report will address the intraoperative event only. The hardware removal will be captured in and reported under linked complaint com-(B)(4). This report is for two unknown locking screws. This is report 1 of 1 for com-(B)(4).